Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00847, 3005168196-2019-00848.

Event description:
The patient was undergoing a coil embolization procedure in a distal branch of the hepatic artery using ruby coils and pod packing coils (pod pcs). During the procedure, two ruby coils and a pod pc were unable to advance through a bend in the patient¿s vessel, despite the microcatheter being switched out between each coil. Therefore, the ruby coils and pod pc were removed, and the procedure was completed using new coils. It was reported that the patient¿s vessels were excessively tortuous. There was no report of an adverse effect to the patient.